Manufacturer narrative:
(B)(4): visually confirmed the set screw is fractured approximately ~2 threads up from the base of the connector hex head. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation, and shear lines on the fracture surface. Additionally, the first two threads of the associated locking screw are deformed downward. The location of the fracture at the base of the connector head, the fracture surface angulation relative to the thread axis, shear lines and downward deformation of the locking screw threads are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior cervical procedure at c3-t1. It was reported that the mas crosslink locking screw sheared off as the surgeon attempted to tighten with the driver. The screw could not be retrieved from the patient. The surgeon elected to use a rod crosslink connector. No additional patient complications were reported.